Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports the complaint concerns the dilator and not the wire. The doctor suspects that the wire split the dilator.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for evaluation. Visual examination revealed the dilator tip was severely split and frayed. The edges of the dilator tip were also folded inwards. The total length of the dilator measured to be 101 mm which is within specifications of 95.2-108 mm per product drawing. The outer diameter of the dilator body measured to be 2.839 mm which is within specifications of 2.81-2.87 mm per product drawing. The inner diameter of the tip could not be measured due to the damage. A lab inventory guide wire was able to pass through the returned dilator with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user to enlarge the cutaneous puncture site prior to dilating skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The damage observed was consistent with undue force being applied to the tip. The dilator passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the complaint concerns the dilator and not the wire. The doctor suspects that the wire split the dilator.